Event description:
It was reported that the preventive maintenance failed due to a stuck plunger. The customer stated that while conducting preventive maintenance test, the plunger was deployed; however, it got stuck at spec 3. There was no patient involvement.

Manufacturer narrative:
The reported event of the preventive maintenance failed due to a stuck plunger - the customer stated that while conducting preventive maintenance test, the plunger was deployed; however, it got stuck at spec 3; was created to document the event that the customer reported. The customer did not return the device for evaluation. The device was not returned to cad or the service depot for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 22 july 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There is not enough information in the file to determine if a CAPA should be referenced.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
It was reported that the preventive maintenance failed due to a stuck plunger. The customer stated that while conducting preventive maintenance test, the plunger was deployed; however, it got stuck at spec 3. There was no patient involvement.